Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had iui female (left) - communication failure. There was no patient involvement.

Event description:
It was reported that the device had iui female (left) - communication failure. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of iui-female (left) - communication failure was confirmed. On 01-aug-2024, pcu was received unboxed and with paperwork. Internal inspection has confirmed the stated issue of iui-female (left) - communication failure. Issue was fixed by swapping the tc10013054 pcb board. Recommend bd san diego repair center to replace the p/n tc10013054. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.